Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, machine was down due to the remote smart service (rss) being offline. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was initially found sitting at a black screen with no power. The wall outlet was checked and confirmed to be working. A field service engineer unplugged the pyibus connections from the communication sled, but the station still did not power on. When the power connection on the communication sled was unplugged, the power supply turned on. The communication sled was replaced, and the station began receiving power. However, it was observed that a drawer in the auxiliary cabinet was still causing the station to shut down. Upon disconnecting the auxiliary cabinet, the station successfully booted up. The station was tested, and it booted up with the application loading successfully, confirming the repair. The system functioned as intended after the field service engineer repaired the device.